Manufacturer narrative:
The returned reservoir is still in its original packaging, with both inner and outer pouches still sealed. Therefore, it was never used. The analysis shows that the inlet connector is broken. It is difficult to determine the origin of such break, but we strongly suspect an improper handling of the device in its packaging.

Event description:
The device was return to us by our distributor when he noticed that the inlet connector was broken.